Manufacturer narrative:
Cataract and corneal endothelial cell loss are identified in the labeling as a known potential adverse event following icl implantation. E1 - country of origin - unk. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low endothelial count and cataract. Lens was explanted. Cause of event was not reported.